Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during a unrelated procedure the patient experienced atrial flutter. The atrial lead exhibited no capture due to being attached to "dead tissue". The lead was explanted and replaced without any issues. The patient's condition post procedure appeared to be stable.